Manufacturer narrative:
Additional information was received on 17-oct-2023. Further details provided regarding the extended hospitalization: day 1 was epicardial puncture and placing pigtail catheter, night 2 for monitoring and removing pigtail catheter, and night 3 for monitoring. The physician¿s contact information was provided. Therefore, section e for initial reporter was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade which required prolonged hospitalization. After the case, a pericardial effusion was detected in the subsequent ultrasound examination. Pericardiocentesis was performed. After drainage, there was quick improvement. The patient stayed in the hospital five days longer than planned and has since fully recovered with no residual effects. Transseptal puncture was performed with abbott products (brk needle. Ablation was performed prior to noting the pericardial effusion. Irrigated catheter was used in the event, the flow setting was stsf: map 2ml/min; 30w = 8 ml/min; >30w=15 ml/min. While handling the catheter, it was noticed a few times that the force was above the set maximum threshold (50 g for maximum threshold) and the screen flashed red (warning).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).